Event description:
In 2006, a physician attempted an arteriotomy closure in the right femoral artery using a perclose suture mediated closure device. The closure was unsuccessful, and the arteriotomy was successfully closed using a chito-seal after a diagnostic procedure. Post-procedure, the pt experienced nausea, vomitting, and back pain. The pain was treated with medication and resolved. The pt was discharged home two days later. The pt was diagnosed with pseudoaneurysm on the same day. Treatment of pseudoaneurysm is unk.

Manufacturer narrative:
The device was not returned and there was no lot info. Co was not able to perform device inspection or device history record review in this case.